Event description:
The reporter indicated that a vns pt was experiencing an increase in seizures and stated that the pt "needs new generator for vns, likely the cause of the increase of seizure." "Lead impedance ok". Good faith attempts for additional info have been unsuccessful to date.